Event description:
Boston scientific received information that this atrial lead dislodged. The lead was implanted for approximately 10 months. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
The lead has not been returned. Should additional information become available, or should this lead get returned, this report will be updated.